Event description:
After successful stent deployment in the contralateral superficial femoral artery (the target vessel was described as calcified), the precise otw sds broke into many pieces during attempts to remove the sds. They removed the pieces but are not sure that everything was removed. Nothing was noted to be inside the pt on x-ray. Additional information from the reporting affiliate indicated that after approx 10 cm of the sds had been removed, the doctor felt resistance, and the outer sheath came off. The remainder of the system was removed through the introducer. There was no report of any adverse effects to the pt and her condition was reported as good. The product has been returned for evaluation and testing; however, the engineering eval has not been completed.